Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot completed testing) is being investigated. Upon evaluation, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Supplemental report: 05/19/2016. Device evaluation of monitor sn (B)(4) was completed. The monitor produced a discharge profile fault during pulse testing. The cause for the failure was isolated to a defective u901 op amp on the computer/analog pca. The root cause for the defective u901 op amp could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot completed testing) is being investigated. Upon evaluation, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.